Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2, -09.5/1.5/070 (sphere/cylinder/axis), implantable collamer lens into the patient's right eye (od) on (B)(6) 2022. The lens was replaced with a shorter length lens due to excessive vault on (B)(6) 2022. This resolved the problem. Cause of the event is reported as unknown.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Correction data: b4: reported as 18-oct-2022 - correct to 21-oct-2022. G3: reported as 18-oct-2022 - correct to 21-oct-2022. Claim#: (B)(4).